Event description:
It was reported that the patient was experiencing a rash with the 72r electrodes and cover patches. The patient stated that it looks like huge red patches on both sides of her neck that are itchy and burning. The patient spoke to her doctor who advised her to remove the devices and let it clear up. However, the patient stated that when she tried again, the symptoms got worse so she visited her dermatologist who said the cause was the hydrogel. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Reported condition was not verifiable after the investigation associated with rash. Further review of certificate of compliance indicates that product meets the zimmer biomet specification and no abnormal condition reported on the certificate of compliance. No physical and/or function condition could be found after review of the certificate of compliance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect / clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. DHR was reviewed and no discrepancies were found. The device analysis indicated that the device met specification. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: d4: lot number added; d11: medical product: biomet spinalpak assembly catalog #:1067717, serial #: (B)(6) added; g4: date received by manufacturer added; g7: type of report added; h3: device evaluated by manufacturer added; h4: device manufacturer date added; h6 method code updated to 3331- analysis of production records; h6 results code updated to 3221-no findings available; h6 conclusions code updated to 4315- cause not established; h10: additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00014-1.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing a rash with the 72r electrodes and cover patches. The patient stated that it looks like huge red patches on both sides of her neck that are itchy and burning. The patient spoke to her doctor who advised her to remove the devices and let it clear up. However, the patient stated that when she tried again, the symptoms got worse so she visited her dermatologist who said the cause was the hydrogel. No additional patient consequences were reported.